Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a perforation during implant, and a subsequent pericardial effusion. It was undetermined which lead or accessory may have caused the perforation, as it was not observed until the end of the case. A couple of days later, the patient presented to the emergency room (ER) due to receiving multiple shocks. A device evaluation was completed and the shocks were due to atrial fibrillation (af) with rapid ventricular response. The rep diverted some shocks while the patient was in the ER. A magnet was applied over the device for the night to prevent further inappropriate therapy, and the patient was started on amiodarone. According to the field representative the physician thought that the pericardial effusion may have caused or contributed to the development of the atrial fibrillation as the patient had no previous documented history of af. The hospital staff heard beeping from the device and it was determined the cause of the tones was due to the magnet being applied to the device. The next day, the physician ordered the tachy therapy from the device be turned off, and the patient was later discharged. A recent clinic evaluation was completed, and no further atrial fibrillation had been documented. The tachy therapy on the device was turned back on and the device was set to a single therapy zone at 220 bpm. It was noted that the patient's beta blockers were being adjusted as the physician did not want the patient to continue on amiodarone long-term. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.